Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced asymmetrical lens vault post op due to capsular contraction, pco and striae of bag. The surgeon is planning a iol reposition and yag.

Manufacturer narrative:
The lot number of the lens was not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information provided, the exact root cause of the event cannot be determined.